Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix non-vented high-volume inlet had particulate matter in an unspecified location. The event was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During visual inspection under normal room conditions particulate matter (pm) was identified. Further inspection under normal room conditions with led lighting identified pm outside of the spike flange. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to manufacturing. The investigation is currently ongoing, a final report will be submitted upon completion.